Event description:
An alarm issue was reported with the adc device in use with samsung a53 phone with android operating system version 13. Customer experienced a "ton of low glucose alarms before turning off the phone, then the sensor would not start up once they turned back on the phone" and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced no symptoms and was unable to self-treat, requiring treatment of orange juice by healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.